Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated during the investigation. Multiple upstream occlusion detected, high pressure, no disposable alarm messages and it powered down. Pump turned off and on and messages were found in the pump's event history logs. The root cause is unknown. Replaced downstream occlusion sensor and upstream occlusion sensor.

Event description:
It was reported that service due, cassette not detected. No patient injury was reported.